Event description:
During a surgical procedure, the cutting forceps collar detached and fell into the pt. The surgeon retrieved the piece from the pt, with no harm to the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.